Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during an angioplasty procedure, balloon allegedly detached. It was further reported that balloon was removed during the same procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly detached. It was further reported that balloon was removed during the same procedure using snare. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows the distal end of dorado catheter and a balloon detached. The inner lumen can be seen extending out of the proximal end of the balloon. It additionally appears a portion of the inner lumen is exiting from the distal end of the catheter. The detachment appears to be a complete break at the proximal balloon joint. Based on the photo review, the detached balloon can be confirmed. Per the reported event details, the user was using the device to de-clot and remove a clot from the vessel when the balloon detached. This is outside of the indications for use per dorado instructions for use. Therefore, the cause of the failure is possibly linked to the incorrect use of the device. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.